Event description:
Reporter of product complaint: patient. Summary of product complaint: autoinjector broken. Date of occurrence: (B)(6) 2019. Was the product taken/administered?: yes. Can manufacturer call patient for follow up?: yes. Can manufacturer arrange for product pick up?: yes. Md aware unknown, and drug therapy continues unchanged. Unknown if pt experienced any adverse events. Reported to (B)(6) by: patient. Caregiver.